Event description:
(B)(6) adjudicated that the reported mi occurred 3 days prior to the previously reported date. Patient admitted to hospital with nstemi and plan to do diagnostic angio but the patient never became stable enough to have procedure.the death certificate listed the immediate cause of death as renal failure with an underlying cause of cardiomyopathy and a significant condition of death as diabetes.

Event description:
The patient had one endeavor sprint rx drug eluting stent implanted in the proximal lad during the index procedure. Approximately 7 months from the index procedure, the patient suffered a non-stemi and was hospitalized. Mi was reported to be severe. Congestive heart failure is also reported to have occurred on the same day. The patient was hospitalized and treated with medication. It was reported that these events had a possible relationship with the study device and no relationship with the study procedure or drug/polymer. It was also reported that patient death occurred approximately 11 days later, due to mi with kidney failure and cardiogenic shock. There was no evidence of stent thrombosis.

Manufacturer narrative:
(B)(4). Results - (mi and death). Conclusion - no conclusion can be drawn.